Event description:
It was reported that a spectrum iq infusion pump alarmed upstream and downstream occlusion upon power up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
During functional testing, the reported problem "downstream occlusion" was not reproduced. A review of the event history log revealed "downstream occlusion!" Message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of calibration downstream sensor. The downstream sensor required to calibrate to address the issue. During functional testing, the reported problem "upstream occlusion" was not reproduced. A review of the event history log revealed upstream occlusion!" Message. Reported condition was verified. The cause of the condition was undetermined. No device correction was required.should additional relevant information become available, a supplemental report will be submitted.